Event description:
It was reported that the left ventricular (lv) lead caused diaphragmatic stimulation. The lead was inactivated and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.